Event description:
This is the third of three reports (same reporter and same product ID); linked to mfg reports: 006697299-2016-00077 and 3006697299-2016-00078. It was reported that when connecting the icp catheter to the camcable nothing is happening and the icp catheter is not initializing. The cam cable had been used for at least twenty to thirty demos without any issues. The incident occurred on (B)(6) 2016; the device was not in contact with a patient therefore there was no patient injury or death alleged. The event did not lead to an increase in surgery time. The device is available for return.

Manufacturer narrative:
Integra has completed their internal investigation on 08 apr 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the camcabl cable was received on 07-mar-2016 and investigated on the 22-mar-2016 for the reported failure ¿cable defective¿. The complaint investigation was completed the reported failure was not confirmed; the camcabl cable was returned from (B)(4) for root cause analysis. During investigation, no errors were observed with the camcabl when the cable was repeatedly connected to test catheter and test monitor. The camcabl cable was functionally tested to it 0341 within specifications; no fault was observed. The DHR review has been deemed satisfactory. Date of manufacture: sep 2012. No non-conformance issues or reports were raised during the manufacturing process for this cable. No trend has been identified. Conclusion: the customer complaint incident of the reported failure ¿cable defective¿ was not verified and could not be duplicated. Thus the customer complaint was not confirmed. Root cause not determined; cable was verified as working to specifications.